Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc presumed that the reported phenomenon was attributed to inappropriate reprocessing by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that forceps elevator had foreign material. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.